Manufacturer narrative:
Note: guardwire temporary occlusion aspiration system is indicated for carotid use in (B)(4) but is the same as the guardwire temporary occlusion aspiration system approved in u.s with coronary indication. If information is provided in the future, a supplemental report will be issued.

Event description:
A guardwire device was used during a procedure. The guardwire was inspected and prepped prior to use and negative prep applied with no issues. No abnormalities were noted during prep. No unusual resistance was noted when the protective sheath was removed. There was no resistance with the ancillary device during delivery. No resistance when passing the lesion site. The guardwire device was placed in the external carotid artery and a non-medtronic balloon was placed in the common carotid artery. A femoral approach was used. Another non-medtronic balloon was placed in the internal carotid artery. The procedure was performed by blocking blood flow in three carotid arteries. A 2.5*40mm non-medtronic balloon was used for pre-dilation, once, at an atm of 8 for 30 seconds. After pre-dilation, the lesion stenosis was 30%. The lesion was post-dilated with a 3.5*20mm non-medtronic balloon and a non-medtronic stent 10*40mm was implanted. A non-medtronic guidewire and sheath were used during the procedure. The lesion in the common carotid exhibited 40% stenosis, moderate calcification and mild tortuosity. The lesion length was 40mm. There was no stenosis proximal to the target lesion. There was no existing stent implanted proximal to the target lesion. The internal carotid artery had 90% stenosis. After the non-medtronic stent was implanted, the balloon of the guardwire was deflated in the external carotid artery, and after resuming the blocked blood flow, the device was pulled for removal. However, the device was caught and stuck on the stent strut. There was difficulty removing the guardwire device. When the device was further pulled by force, it tore apart just below the balloon, and only the shaft part was removed from the patient¿s body. The balloon remaining in the body was caught in a gap between the stent and the vessel wall. The physician deemed the broken wire would not be able to be removed from the patient, and as difficulty was expected in surgical removal, the detached part of the device had to remain inside the body. After the procedure, examinations were performed including MRI, and no issues were detected by MRI or dwi (diffusion weighed imaging). The patient was scheduled to be discharged from the hospital within a few days. No further patient injury is reported.